Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/16/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found records of power on reboot. Investigation found that the battery compartment was undamaged. The battery cap contact measurements were within specifications. The pump powered up using the returned battery cap with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and no internal issues were found. The investigation verified the reported power issue in the black box but was unable to duplicate the issue. Unrelated to the reported power issue, the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump was rebooting. The reporter stated that there was no damage to the battery compartment or cap and the cap was able to tighten properly. The reporter noted that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.